Manufacturer narrative:
Siemens filed the initial on 04-oct-2021. Additional information (22-nov-2021): siemens further investigated the issue and determined that the customer did not treat the samples with heterophilic blocking tube (hbt) and /or with non-specific antibody blocking tubes (nabt) and there is no sample volume left for additional internal testing. Sample specific instances and/or possible heterophiles present in the sample(s) potentially affected the quality of the sample and contributed to the false reactive toxoplasma quantitative igg (txp) results. Based on the information available, the reagents are performing as intended. No further evaluation of the instrument is required. The instrument is operational. MDR 2247117-2021-00025_s1, MDR 2247117-2021-00026_s1, and MDR 2247117-2021-00027_s1 were filed for the same event.

Manufacturer narrative:
An outside of the united states customer contacted a siemens customer care center and reported that reactive toxoplasma quantitative igg (txp) results were obtained on multiple patient samples on an immulite 2000 xpi instrument across multiple days ((B)(6) 2021). A siemens customer service engineer (cse) was dispatched to the customer's site to inspect the analyzer. Siemens determined that calibration and quality controls were acceptable. Siemens is investigating the issue. MDR 2247117-2021-00025 was filed for the reactive txp results that occurred on (B)(6) 2021. MDR 2247117-2021-00026 was filed for the reactive txp result that occurred on (B)(6) 2021. MDR 2247117-2021-00027 was filed for the reactive txp results that occurred on (B)(6) 2021. The instrument is operational.

Event description:
A discordant, false reactive toxoplasma quantitative igg (txp) result was obtained on a patient sample on an immulite 2000 xpi instrument on (B)(6) 2021. The initial result was reported to the physician(s), who questioned the result. The customer repeated the sample on the same instrument and obtained an indeterminate result on (B)(6) 2021. The sample was also reprocessed using an alternate non-siemens' instrument and a non-reactive txp result was obtained. The customer considered the non-reactive result as correct and reported this result to the physician(s). The sample, identified as (B)(6), in MDR 2247117-2021-00027 pertains to the same patient. There are no known reports of patient intervention or adverse health consequences due to the discordant, false reactive and indeterminate txp results.